Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with scratched case and cracked lcd screen glass. Unit received with blank display due to cracked glass at the lcd screen. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the screen of insulin pump was damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.